Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that the matrix drawer failed to open due to medications blocking the sensors. The fse cleared the medications from the cabinet, restoring normal operation. The scanner was rebooting intermittently, and then universal serial bus (usb) cable was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced a drawer failure, and when attempting recovery, a clicking sound could be heard. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.